Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they were hospitalized on (B)(6) 2019 on 09 or 10 pm at night due to diabetic ketoacidosis and high blood glucose level of 530 mg/dl. The customer had symptoms of problem for eating. The customer was wearing the insulin pump at the time of admission. The customer treated for high blood glucose was insulin drip and emergency room. Customer declined troubleshooting for high blood glucose. The insulin pump was replaced or returned for analysis.